Event description:
During a laparoscopic procedure the fios trocar bend when placed in the abdominal port site. The trocar was intact and removed from the sterile field, placed in a biohazard bag, and sent to risk management. No harm to the patient; (B)(6).